Event description:
It was reported that there was a loose set screw and a loss of stimulation and therapeutic effect. It was further reported that a revision was done to tighten the connection between the extension lead and the device. It was noted that it was believed that the screw was tightened at implant but the lead still slipped out. It was also noted there was no injury, adverse event, or patient symptoms related to this event. The device remains implanted and in service. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, neu_unknown_lead. Product type lead. (B)(4).